Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, it was most likely that the reported malfunction was probably due to physical stress being applied to the relevant section. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the indication on the connecting tube has a disappeared area (1mm2 or more). There was no patient involvement.